Event description:
Additional information was received from patient. They repeated event information regarding their fall and provided an update that their doctor ordered x-ray and confirmed that nothing had migrated out of place. They also changed the programming and patient commented that they had previously experienced uncomfortable stimulation and now with the new program it is comfortable and they were very happy with therapeutic effect. Patient mentioned they had interstitial cystitis(ic) and take tramadol to help with the pain they experience from that. Patient noted they were also prone to urinary track infection's (uti) which could make it difficult to tell if they were experiencing an ic flare up or uti symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary /bowel dysfunction. It was reported that they had their surgery moved up from last wednesday to the wednesday before which they thought was going to be a great thing. Patient said they worked for a couple of hours taking it easy and then they decided that was enough and they slipped a little bit and knocked into a door jamb right at the site and there was swelling and bruising. The device works super well on wednesday and thursday but right after it was done it worked less and they were thinking maybe the edema was interfering with the transmission because they were getting some benefit but there was no indication that they were getting the same relief as before. The patient reported that their baseline symptoms returned / lost therapy benefit. Agent reviewed with the patient that every change in their body could affect the therapy and redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have an appointment scheduled for the week after next.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.